Event description:
It was reported that the patient experienced repeated bouts of bacteremia resulting in a full system extraction. The patient received a temporary lead due to drops in heart rate overnight following the procedure. There were no other reported patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.